Event description:
Customer reports two incidents of blood leaks after passing air leak test on psn 210 dialyzer (occurred in 2001). Blood leak occurred at start of treatment and was noted on blood leak alarm. Blood leak was verified with positive hemastix. Blood was not returned to the pt with an estimated blood loss of 150 cc per incident. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per customer.